Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine would not drain into the drain bag because the flutter valve was vapor locked. As a result the urine pushed back into the male external catheter causing it to leak. The patient allegedly inserted a stick into the flutter valve which was left in place while the bag was being used, for the purpose of preventing the valve from sticking. The bag was attached to the side of the patient's leg, which requires an additional button to keep the leg bag flat against the patient's leg. The leg bag was allegedly sanitized with urolux.

Manufacturer narrative:
Received 1 used dispoz-a-bag urine bag only. Visual inspection noted that a stick was inserted into the inlet tube and drainage bag when received. Further inspection noted that the customer had cut the bag to expose the flutter valve. The stick was removed from the leg bag and the sample was reviewed as indicated below: reviewed the inlet tube of the bag where the flutter valve was sealed for any type of obstruction and no problem was found. Reviewed that the flutter valve was not bent or had any type of obstruction and no problem was found. Reviewed the embossed on the flutter valve, which is on the external part; the assembly was correct. Reviewed the embossed on the clear vinyl of the leg bag; the assembly was correct. Reviewed the peripheral seal, rotary seal of the bags and no problem was found. There were no issues observed on the returned sample. A functional evaluation could not be performed due to the condition of the sample. The complaint was unconfirmed as the device met specifications. The lot number and product number is unknown therefore the device history record and labeling could not be reviewed. Although the product family is unknown, the urinary drainage bag product ifus are found to be adequate base on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine would not drain into the drain bag because the flutter valve was vapor locked. As a result the urine pushed back into the male external catheter causing it to leak. The patient allegedly inserted a stick into the flutter valve which was left in place while the bag was being used, for the purpose of preventing the valve from sticking. The bag was attached to the side of the patient's leg, which requires an additional button to keep the leg bag flat against the patient's leg. The leg bag was allegedly sanitized with urolux.

Manufacturer narrative:
Received 1 used dispoz-a-bag urine bag only. Visual inspection noted that a stick was inserted into the inlet tube and drainage bag when received. Further inspection noted that the customer had cut the bag to expose the flutter valve. The stick was removed from the leg bag and the sample was reviewed as indicated below: reviewed the inlet tube of the bag where the flutter valve was sealed for any type of obstruction and no problem was found. Reviewed that the flutter valve was not bent or had any type of obstruction and no problem was found. Reviewed the embossed on the flutter valve, which is on the external part; the assembly was correct. Reviewed the embossed on the clear vinyl of the leg bag; the assembly was correct. Reviewed the peripheral seal, rotary seal of the bags and no problem was found. There were no issues observed on the returned sample. A functional evaluation could not be performed due to the condition of the sample. The complaint was unconfirmed as the device met specifications. The lot number and product number is unknown therefore the device history record and labeling could not be reviewed. Although the product number is unknown, the event description suggests that the device corresponds to the leg bag family. The instructions for use states the following: position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine would not drain into the drain bag because the flutter valve was vapor locked. As a result the urine pushed back into the male external catheter causing it to leak. The patient allegedly inserted a stick into the flutter valve which was left in place while the bag was being used, for the purpose of preventing the valve from sticking. The bag was attached to the side of the patient's leg, which requires an additional button to keep the leg bag flat against the patient's leg. The leg bag was allegedly sanitized with urolux..